Event description:
It was reported via repair work order that the fowler would drift due to worn fowler motor and worn gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.